Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged. There was an increase in pacing threshold to 2.9 v, and a decrease in sensing to 4 to 5 mv. The impedance was noted to be within normal range. The physician tried repositioning the lead, but had difficulty extending the helix. The physician then elected to implant a new rv lead, and all measurements were within acceptable range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The terminal tool was seated properly, but the tool end was not engaged on the lead. The polyurethane (pu) tubing was slightly bunched. The helix was retracted, and there was dried blood noted in the helix housing well. This rv lead passed all paths on the direct current (dc) resistance test. Analysis did not confirm initial allegations of electrical issues, and dislodgment. Analysis did confirm, however, that the blood in the mechanism most likely contributed to the extension difficulty of the helix.